Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented for a routine device check in february. Upon review, it was noted the right ventricular lead exhibited an increased threshold. Programming changes were made and it was noted that autocapture was unable to be programmed on. Later patient presented for another check and again elevated thresholds were noted. Patient presented again on (B)(6) 2019 and loss of capture was observed. The lead also exhibited drop in sensing and increased impedance. Programming changes were made. The lead was explanted and replaced. The patient was fine post operatively and during the next day check.